Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 200-300 mg/dl range. The customer alleged that the pump was not delivering an adequate amount of insulin. Although requested, the customer declined to perform a system check with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.